Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the atrial lead exhibited noise. A fluoroscopy revealed the lead was fractured. The lead was explanted and replaced during a routine pulse generator change out.

Manufacturer narrative:
Final analysis found that the outer insulation was abraded at 15.6 cm - 16.6 cm from the connector pin, due to friction with another device. This could have caused the reported noise problem.